Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device pressure changes. A device was returned to a manufacturer/third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the humidifier water tank contaminated, the ds2 blower contaminated, the blower outlet seal/isolator contaminated, iso port kit contaminated, auto CPAP with modem with burned components, and inlet/outlet seal contaminated. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report section (device) problem code grid in box h was incorrect. In this report section (device) problem code grid was updated/corrected.